Event description:
The customer reported to olympus, that single use-aspiration needle had punctured the tube of the needle during while attempting to puncture. The procedure was completed with a new needle. There were no reports of patient harm.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the needle protrudes the sheath right behind the distal hypotube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The initial medwatch incorrectly reported the site registration number. The site registration number is (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the needle punctured the tube due to forcing the device through resistance and/or excessive angulation, as the sheath was punctured and the distal hypotube was distorted. The final root cause of this event was unable to be identified. The following is included in the instructions for use: ¿do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." Also, on page 12 of the device IFU, it says: ¿do not angulate the bending section of the endoscope abruptly while the needle is inserted into the instrument channel of the endoscope. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage.¿ olympus will continue to monitor field performance for this device.